Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center in (B)(6) was informed from the facility that in unspecified timing the front panel display of the subject device blinked and the subject device gave error e202 which indicated the subject device had broken down. After the dust was removed from the subject device, the issue was resolved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-03702 and correct the initial report submitted on june 29, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.